Manufacturer narrative:
The drain broke following mechanical damage with sharp instrument, apparently during insertion.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe there is a problem/defect in the drain that caused the drain breakage? Or was drain breakage related to an intraoperative problem experienced during the surgery? Please confirm that the product is still available for return. Additional information was requested and the following was obtained: does drain piece remain in patient? No. It was left during the index procedure but was removed on (B)(6) 2016. Are there plans to remove or has it been removed? It has been removed. If yes, date? (B)(6) 2016. Patient consequence? No adverse patient consequences. Lot #? Unknown.

Event description:
It was reported that the patient underwent an esophageal cancer resection procedure on (B)(6) 2016 and the drain was implanted on the anterior surface of the rib during resecting the tumor on the right side. Before the drain was fixed with the skin at its black point, a suture for fixing the drain was passed through the skin. On (B)(6) 2016 the drain broke inside the body when it was being removed on the floor. The broken piece of the drain was removed with surgical incision under local anesthetic in the operation room on (B)(6) 2016. The patient¿s hospitalization was extended for about one week. The patient is currently in the hospital. It was also reported that the seriousness is moderate/minor since the patient¿s life was not in danger and the course after removing the broken drain piece is good. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: does the surgeon believe there is a problem/defect in the drain that caused the drain breakage: no information. Or was drain breakage related to an intraoperative problem experienced during the surgery: no information. Please confirm that the product is still available for return:yes.